Manufacturer narrative:
Alleged failure: surgeon cannot get optimal focus using the coupler. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: the coupler conforms to specifications. The complaint reported was related to the camera head s/n (B)(4) sent along with the coupler. The device manufacturer date is not known.

Event description:
It was reported that there was blurry image.